Event description:
It was reported that during a procedure of the concentric, narrow mid right coronary artery, the voyager nc balloon catheter was inserted and advanced through a deployed stent without any difficulty. It was noted that the vessel was not calcified, fibrotic or tortuous, however, the balloon could only partially inflate; it was observed that the hub had detached from the shaft. The voyager nc catheter and the balance middleweight (bmw) guide wire were removed as a system without issue. A second bmw and a non-abbott balloon catheter were used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The balloon catheter was returned with blood in the guide wire lumen, on the balloon, and contrast in the loosely folded balloon and in the inflation lumen which is consistent with device preparation, use of the catheter and balloon inflation. Factors that may contribute to inflation difficulty include, but not limited to, leaks, damage to the balloon or inflation lumen, inflation lumen obstruction, contrast concentration, inflation technique, or from an interaction with accessory devices. The hypotube and jacket were separated at the distal end of the strain relief tubing confirming the reported separation. The hypotube fracture face was oval shaped as if kinked before separation and the jacket was stretched at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The distal shaft was necked (stretched) down distal to the mid lap joint. An inflation luer was attached to the proximal end of the hypotube; an indeflator was used in an attempt to inflate the balloon and the balloon would not inflate. After the balloon was left pressurized overnight to dissolve the contrast in the inflation lumen, the balloon was inflated to 18 atmosphere with no damage noted to the balloon. If the shaft became stretched at some point during the procedure, this may have contributed to the difficulty inflating the catheter as it could decrease the flow of contrast to the balloon during inflation attempt. However, since the balloon was able to inflate, it is unknown how the damage contributed to the reported difficulty inflating the balloon during the procedure. There were multiple bends in the hypotube distal to the separation which most likely occurred during the procedure or during packing the device for return as there was no report of any damages during inspection prior to use. The balloon could not be deflated due to the stretched shaft as more pressure can be applied during inflation but not during deflation to overcome the reduced inflation lumen dimension. There was no report of any product damage during inspection prior to use which may suggest that a product deficiency did not contribute to the difficulty experienced. There was no report of any preparation issues which suggests that the observed stretched shaft was not present before use. In this case, it was likely that the hypotube may have been kinked during advancement and partially separated creating a leak and causing partial inflation as reported. Further handling may have caused the hypotube to separate as reported. However, this could not be confirmed. It is also possible that the shaft may have been stretched during advancement causing the reported inflation difficulty and the observed deflation difficulty during analysis of the returned device. Based on the information provided and the returned product analysis, the definitive cause of the inflation difficulty could not be determined. However, there is no indication of a product quality deficiency. A review of the finished product lot history record revealed no non-conforming material records associated with this lot indicating that all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. All products are leak tested and visually inspected for damages during manufacture. Additionally, a sampling of units is destructively tested to verify inflation to rated burst pressure (rbp).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).